Event description:
It was reported that the insulin pump alarmed for a loose drive support cap and that insulin squirted out during the manual prime. The piston continued to move forward after reservoir contact and the prime sequence could not be completed. The insulin pump had not been dropped, bumped, or exposed to moisture. The drive support cap showed no signs of damage. The blood glucose reading was not given. Nothing further was reported.

Manufacturer narrative:
Insulin pump alarmed during basic occlusion test due to protruded and loose drive support disk. Insulin pump received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.